Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine generator change out, fluoroscopy revealed externalized conductors. No electrical anomalies were noted. The patient was asymptomatic. No intervention was performed at the time being. Defibrillation threshold testing was normal. The patient condition is fine.